Manufacturer narrative:
The "serial number" and "device manufacture date" has not been provided. The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report wil then be issued.

Event description:
Alleges chair tipped forward going down a ramp at a restaurant and consumer fell out of chair.

Manufacturer narrative:
The "serial number", "device manufacture date", and "PMA/510(k)" have been updated. Dealer evaluated the device and found the ezlock bolt to be too low, but more importantly, the ramp that the alleged incident occured on was not a coded ramp. The ramp way too short and way too steep. Dealer has device and provided the consumer a different device (from a different vendor).

Event description:
Alleges chair tipped forward going down a ramp at a restaurant and consumer fell out of chair.